Event description:
It was reported that a partial catheter occlusion was found during a pump replacement due to normal battery depletion, and following the replacement, the patient experienced a fall and apparent aneurysm with subarachnoid hemorrhage. The patient's pump started alarming in (B)(6) 2012. It appeared to be a non-critical alarm and, patient reported "feeling fine", with the exception of pain from a fall on her right side onto concrete, which was experienced at that time in (B)(6) also. The patient planned to follow up with the healthcare provider. It was later reported that the pump was replaced due to normal battery depletion. At replacement a partial occlusion was noted in the catheter distal spinal segment. Two weeks following the pump replacement the patient was re-admitted following a fall from an apparent aneurysm with subarachnoid hemorrhage. The medications in the pump were morphine and clonidine. The outcome of the event was reported as "no injury". Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient initially thought the alarm was from her house. Then she started to notice everywhere she went, she would hear the light beep. The patient had a refill the week prior to the date of this report. It was noted that during the refill, the health care professional ¿talked about elective replacement indicator¿ and the health care professional referred the patient to a doctor for pump replacement. It was also reported that the patient hurt herself ¿real bad¿ from the fall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).